Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe had a broken syringe. The following information was provided by the client: "syringe is broken".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 05-may-2022. H6: investigation summary: samples and photos received for investigation. Upon visual inspection, it is possible to observe the incident of a scale marking, barrel cracked, barrel damaged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with a tangle in the product marking stage, where the cylinder can get tangled in friction with the equipment, damaging it, scratching it, and not marking the part.

Event description:
It was reported that the bd plastipak¿ syringe had a broken syringe. The following information was provided by the client: "syringe is broken".